Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was at work and stated the cgm was displaying 154mg/dl and lowered the basal on their insulin pump. It was indicated that her boss sent her to the hospital because she was feeling bad. When the patient arrived at the hospital, the nurse checked the patient bg and the meter was reading 724mg/dl. The patient was in the hospital until (B)(6) 2018. Treatment at the hospital is unknown. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Product was not returned for evaluation. Data was provided for evaluation. The complaint confirmation was not confirmed via data. A probable cause could not be determined.